Manufacturer narrative:
(B)(4) batch # r58f28. Device evaluation summary: the analysis results showed that one ecr60b cartridge reload was returned unfired and with a double driver loose making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that (B)(6) center received a mip product. But we don't know the problem and source. We can not capture any history of the product. It will be returned for your investigation.